Event description:
The following was reported to hamilton medical ag: before use, the nurse used an invasive ventilator to ventilate the patient and found that the language mode had changed to english mode, which cannot be adjusted to chinese. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Due to the missing serial number, the UDI information could not be provided.